Event description:
It was reported that the arctic sun device failed calibration error 80 (water check time out - unable to reach calibration temperature) expected 6, actual 17. It was determined that the device had a failed mixing pump. Chiller tank empty no water, chiller temperature (t4) was 20. They will replace the mixing pump in house. Parts and pricing provided. Per sample evaluation results on 10apr2025, they ordered a mixing pump from part source and the device was still not cooling, looked at t4 and it started at 17.9 degrees but slowly dropped to 12 degrees after 10 minutes, explained that it should come in for assessment. Replaced chiller (B)(4), with new chiller (B)(4). Verified all upgrades were complete. Run system functional checks. The system heats to 42°c and cools to 6°c and was stable at 28°c with a flow of 1.8 l/m with -7.0 psi in bypass mode.

Manufacturer narrative:
Upon further review, bd has determined that event 1018233-2025-02641 is not a duplicate of event 1018233-2024-08045 as a secondary component failure was identified. The reported issue was confirmed. The root cause of the reported issue was isolated to a failed chiller. The arctic sun stat was evaluated upon receipt. Device is cooling but it is doing it very slow. Failed mixing pump was determined by the biomed. Device was still not cooling after the mixing pump replacement. T4 does not cool. Unit did not cool, all 3 pumps working. Chiller was replaced. The unit is functioning properly. The arctic sun 6000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 80 (water check time out - unable to reach calibration temperature) expected 6, actual 17. It was determined that the device had a failed mixing pump. Chiller tank empty no water, chiller temperature (t4) was 20. They will replace the mixing pump in house. Parts and pricing provided. Per sample evaluation results on (B)(6) 2025, they ordered a mixing pump from part source and the device was still not cooling, looked at t4 and it started at 17.9 degrees but slowly dropped to 12 degrees after 10 minutes, explained that it should come in for assessment. Replaced chiller (B)(6), with new chiller (B)(6). Verified all upgrades were complete. Run system functional checks. The system heats to 42°c and cools to 6°c and was stable at 28°c with a flow of 1.8 l/m with -7.0 psi in bypass mode.

Event description:
It was reported that the arctic sun device failed calibration error 80(water check time out - unable to reach calibration temperature) expected 6, actual 17. It was determined that the device had a failed mixing pump. Chiller tank empty no water, chiller temperature (t4) was 20. They will replace the mixing pump in house. Parts and pricing provided. Per sample evaluation results on (B)(6) 2025, they ordered a mixing pump from part source and the device was still not cooling, looked at t4 and it started at 17.9 degrees but slowly dropped to 12 degrees after 10 minutes, explained that it should come in for assessment. Replaced chiller (B)(6), with new chiller (B)(6). Verified all upgrades were complete. Run system functional checks. The system heats to 42°c and cools to 6°c and was stable at 28°c with a flow of 1.8 l/m with -7.0 psi in bypass mode.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported 1018233-2024-08045. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.